Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of crosstalk noted due to noise on the right atrial (ra) lead. The noise was reproducible with lead provocative testing. There was also increased capture threshold and variable pacing lead impedance noted on the right ventricular (rv) lead. No intervention has been taken at this time and the patient was stable and will continue to be monitored. Related manufacturer report number: 2938836-2018-03808.